Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with an insulin pump and manual injection. The customer reported a blood glucose value of 500 mg/dl and a current blood glucose value of 497 mg/dl. The customer reported damage to the pump. The customer noticed the air bubbles were during therapy and the location of the air bubbles was at both the infusion set and reservoir. The customer confirmed that the air bubbles were caused by insulin not at room temperature prior to filling the reservoir. The event involved product(s) mmt-332a, mmt-1884, mmt-242a. Troubleshooting was performed for high blood glucose and the customer was using the insulin pump system within 48hours of the reported hyperglycemia event and the customer was using the auto mode feature at the time of the event. Troubleshooting was performed for the damage and confirmed a crack on the back of the pump. Troubleshooting was performed for air bubbles and confirmed that they were not in the size of soda pop or champagne. No further patient complications were reported. No product return is required for mmt-332a. Mmt-1884 was requested the device will be returned. No product return is required for mmt-242a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.